Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, the complaint concerns an (B)(6) year-old male end user, who was a new user to catheters (has used catheters 7 times). On (B)(6) 2021, he experienced blood in the sc tiemann catheter (coudé) but did not feel any pain during catheterizing. The same night he started getting chills and called hcp. The hcp advised end user to come to the hospital. He was hospitalized for two days and a foley catheter was placed at the hospital. The hcp did not give the patient a definite answered what happened, but he did have a staff infection. The end user thinks he inserted the catheter too far up. At follow-up, it is stated that the end-user currently is not using catheters and no foley catheter was placed. It is not stated if the patient received medication to clear the infection. No other information was received.

Manufacturer narrative:
17 closed samples of this lot were tested. All samples met production requirements. The quality engineer checked the manufacturing process related to the given finished goods lot number and no nonconformities were found that were related to this event. A review of the production documents did not reveal any non-conformity that are related to this event.